Manufacturer narrative:
Implant region 24 fractured. Construction was an implant retained prosthesis. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant after 16 years in situ.

Event description:
Implant fracture.

Event description:
Implant fracture.